Manufacturer narrative:
Due to character restriction block e1 complete address is (B)(6). A getinge field service engineer (fse) confirmed the safety disk leak test was out of range and that the safety disk was faulty. The fse replaced the safety disk. The unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0202-00-0140 rev. J, serial number (B)(6) with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Part passed the all manifold test with no issues. Fat could not verify the reported failure. Retaining the parts in the failure analysis and testing dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was installed today, the safety disk test failed, but other tests passed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.